Event description:
During the initial tune-up of the CT scanner, the slice-thickness phantom was being removed from the table. While the phantom was being removed, a part of the phantom detached and fell to the floor striking the CT technologist's right foot. The CT technologist's right foot was examined, and x-rayed at the customer's facility for potential fractures. The results of the x-ray showed no fractures. Upon examination of the slice thickness phantom by the siemens service engineer, it was discovered that the folding bracket screw appeared to be stripped and the phantom was previously glued together by some unknown adhesive. Siemens is unaware who repaired the phantom. The phantom was replaced by the local service engineer.